Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that while cleaning the olympus gastrointestinal videoscope, the brush tip was lost and there was a possible blockage inside the channel. This event had no patient involvement.